Event description:
It was reported that removal difficulties were encountered. A 6.0 x 60, 135cm mustang balloon catheter was advanced for dilatation. However, after the balloon was fully deflated, the balloon would not retract from a non-boston scientific (bsc) introducer sheath. Both the sheath and balloon were removed together and shaft stretching was observed. A different sheath was used and completed the procedure. No patient complications were reported.